Manufacturer narrative:
C20: a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: abstract reviewed: early outcomes of off-the-shelf thoracoabdominal multibranch endoprosthesis during premarket vs postmarket approval period. Han s, han k, pyun a, mcelroy I, et al. Summary: the aim of the study is to evaluate early outcomes of patients who received tambe during premarket and postmarket approval periods, including off-label applications. The study included 59 patients, 13 in premarket and 46 in postmarket groups who received tambe from april 2020 to january 2025 with compassionate, off-label tambe performed in 2 patients (previous failed endograft, chronic aortic dissection) during the premarket period, while 35 patients were repaired using tambe in off-label fashion during the postmarket period. These off-label uses include chronic dissection (7), previous failed endograft (13), combined with thoracic branch endoprosthesis or iliac branch endoprosthesis (6), contained rupture (3), total transfemoral implantation (13), and occluded target vessels requiring intentional occlusion (4). Technical success was 100% (pre) and 98% (post) market groups. The 30-day mortality was 0% for both groups and 30-day major adverse events (maes) were seen in 8% (pre) and 20% (post) market patients. At median follow-up of 966 days for premarket and 59 days for postmarket, 15.4% of premarket and 9.1% of postmarket patients experienced target vessel instability with 38.5% (pre) and 13.6% (post) market re-interventions. 30-day maes occurred in 8% (pre) and 20% (post) market patients. The maes in the pre-market group was due to paraplegia, whereas, maes in the post-market group were due to myocardial infarction (1), acute renal failure requiring hemodialysis (2), and grade iii paraplegia (7). There were three cases of permanent paraplegia in the post-market group. Overall, spinal cord ischemia (sci) at 30-days occurred in 8% (pre) and 20% (post) market patients. All patients with sci recovered with no or minor deficits except three patients in the post-market period with permanent paraplegia. 6 of 10 patients who developed sci received prophylactic lumbar drains and the rest received rescue drains. Those who sustained permanent paraplegia had repair of extensive thoracoabdominal aortic aneurysm with two having prophylactic drains. Reintervention at 30-days was required in 15% (pre) and 15% (post) market patients. Re-intervened vessels included 1 right renal artery in the pre-market group and 1 celiac artery, 3 right renal arteries, and 1 left renal artery in the post-market group. In the premarket period, one patient presented with right renal artery occlusion on post-op day 30 requiring right renal artery angioplasty and stenting. In the post-market period, one patient required celiac artery stent embolization on post-op day 2 for type ii and iii endoleak from unsuccessful bridging due to caudal migration of tambe during branch catheterization at the index operation. Another patient required bilateral renal artery angioplasty and stenting on post-op day 4 for bilateral renal artery in-stent stenosis from kinking. Two patients required right renal artery thrombectomy, angioplasty, and stenting on post-op days 25 and 26, respectively, for right renal artery occlusion. 1 patient in pre-market required a reintervention for a profundus femoris to left l2 segmental artery bypass for sci on post-op day 17. Other reinterventions for post market included right common iliac artery (cia) to external iliac artery (eia) stenting as well as left cia stent distal extension for right eia rupture and left cia 1b endoleak on post-op day 1 then proximal extension zone 2 tevar with bridging zone 4-5 tevar for type 1a and ii endoleaks on post-op day 2. Endoleak at 30-days occurred in 15% (pre) and 22% (post) market patients all which were type ii. There were no incidences of type I or iii endoleaks.